Event description:
Customer reported she was hospitalized due to gastrointestinal bleed and lost a lot of blood and some blood sugar issues of lows and highs. Customer also stated had low sensor glucose waning of 61 mg/dl and blood glucose was 129 mg/dl. Troubleshooting for the sensor was performed. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.